Event description:
During a patient laparoscopic cholecystectomy procedure, the surgeon noted a small strand of plastic protruding from the distal tip of the right instrument delivery tube of the spider instrument. Upon introduction of a clip applier, the item was pushed into the surgical bed. The strand of plastic was then removed from the patient without incident by the surgeon. Item appears to be from a torn lumen. The surgeon completed the procedure with the spider instrument. No injury or impact to patient was reported.